Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 3-0x2076. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. The technical support team decided to replace the pump, and the customer planned to continue using the current pump for uninterrupted insulin delivery.